Event description:
It was reported the patient experienced dizziness. The device was checked and the lead was found to be not pacing with high impedance measurements. An x-ray revealed the lead was disconnected. The device setting was changed to vvi mode. The lead remains implanted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.